Event description:
Caller states that he tested 248mg/dl on his device and took 30 units of nph insulin. He reports that he began feeling 'funny' and tested 35mg/dl a half hr later. He reports having low blood glucose symptoms at that time and he ate to feel better. He then began feeling worse so the paramedics were called. Customer reports that he tested 96mg/dl on the paramedic's device 5-1 mins after eating. No med treatment received. No strip info was provided. No qcs were used. Requested return of suspect device and replaceemnt was sent.